Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll; review of the clinical data showed that the device delivered 22 shocks to the patient prior to shutting down. The activity log also shows that the device was stored without the electrodes connected. This will prevent the device from performing required tests to warn users of a device malfunction or low battery condition. The batteries received with the device were depleted. The device was extensively tested and the reported malfunction was not duplicated. The device performed to all specifications throughout testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.